Manufacturer narrative:
A partial lead measuring 48.9cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the hospital with vibratory alert. Loss of capture, no sensing, and high pacing lead impedance were observed. Lead fracture was suspected. The lead was extracted and replaced. The patient was stable before, during and after the procedure.